Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04707 / 4708).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-04707 /-04708 /-06430).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2012 due to pain and aseptic loosening. Operative report noted the presence of corrosion of the trunnion, fibrous ingrowth and loose stem. All components were removed and replaced with competitor's components.